Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 19 cm, 24.5 cm and 50 cm distal to the is-1 connector pin. All four fragments were received for analysis. In the course of the visual inspection multiple extraction damages were noted. The svc shock coil was severely damaged. Tissue residuals were noted at the svc shock coil. Furthermore the tines of the lead tip and the steroid collar were missing. The conductors were multiply deformed and damaged, most likely due to tensile forces applied during the surgery. These findings indicate an increased ingrowth of the lead. The analysis revealed moreover multiple signs of wear along the lead fragments. In particular at the distal lead fragment the insulation was found rubbed through which can be considered as the root cause of the clinical observations. The characteristics of this damage indicate severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. Based on the extent of the extraction damages, it cannot be excluded that an increased ingrowth affected the leads motion in the implanted state. Diagnostic images clarifying this assumption were not available. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This lead was explanted due to inappropriate shocks and a lead fracture. A fracture was found at the first rib clavicle area. Should additional information become available, this file will be updated.